Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was not holding a button down for 3 minutes or greater. Customer's blood glucose level was 8.0 mmol/l. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
There was no button error alarm noted. However, insulin pump had intermittent button response due to moisture damage on keypad traces. Pump was received with minor scratched display window, cracked reservoir tube lip, missing end cap sticker.